Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported by the patient that infusion set fell off within one day of use, tape not sticking. No further information was available.

Manufacturer narrative:
Patient city: (B)(6).